Event description:
On (B)(6) 2010, a spontaneous report by a physician was received from a company representative regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler) and an injection of perlane (cross-linked hyaluronic acid dermal filler). Medical history included previous multiple injections of restylane and perlane without problems. The patient's skin type was reported as "type 1." The patient was not taking any concomitant medications. During a workshop, the pt received a 2 cc injection of restylane from two 1 cc syringes and a 2 cc injection of perlane from two 1 cc syringes on (B)(6) 2010 to the nasolabial folds, melolabial folds, upper lip, temporal areas, and below the eyes. Pre-procedure medications included (B)(6) sinex (oxymetazoline) (reported as "sinex") and an unspecified topical numbing cream. Additional procedures performed at the time of implantation included botox (onabotulinumtoxina) to the glabella and periocular areas. On (B)(6) 2010, right after the injection, the patient had some swelling and a contusion to the right cheek. On an unspecified date in (B)(6) 2010 (reported as "four days later"), the patient noticed swelling under her eye. On (B)(6) 2010, the patient was seen by the injecting physician. What the physician saw led him to believe that the patient had developed cellulitis. The patient was prescribed cloxacillin 500 mg to be taken by mouth daily for one week and was advised to follow-up if her symptoms worsened. The patient's symptoms of swelling and intense pain worsened over the next few days and the cellulitis proceeded to cause a deep abscess in her cheek. The patient was then seen by a plastic surgeon on (B)(6) 2010; the injecting physician stated he was "guessing the date was (B)(6) 2010, as that was the date on a culture result that he had from the surgeon." The plastic surgeon incised and drained the area and a gram stain and culture of the area "showed no real infection." On (B)(6) 2010, the patient was examined by the injecting physician, who noted that the area had been incised and there was packing in the wound. As of (B)(6) 2010, the patient had not been seen again by the injecting physician. The injecting physician reported the patient refused to come to him and stated "she thinks we did something wrong to cause this." The patient was being treated on an outpatient basis with unspecified intravenous (IV) antibiotics several times daily. The injecting physician reported he believed the patient was being seen by an infectious disease physician, but had no further details. No additional information was provided.

Manufacturer narrative:
Additional PMA/510(k) #: p020023. When asked if the restylane or perlane were the cause of the reported events, the injecting physician replied, "I have no idea." The reporting physician assessed the severity of events as moderate, due to the patient being in "a lot of discomfort". The lot numbers for restylane and perlane were reported as 10041 (also reported by the company representative as 10041-1) and 10154, respectively. The expiration dates for restylane and perlane were reported as unknown. The other suspect medical device identified in this report, perlane, has been reported as mrn# 2032896-2010-00021 ((B)(4)).